Event description:
Tampon super stuck inside of her body- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via email that the tampon became stuck inside her daughter's vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.